Event description:
It was reported from the us that during a surgical procedure the locking ring popped out of a femoral notch cutting guide. Also, a locking tibial tray impactor would not lock onto the implant. Instruments were taken from other set to complete the surgical case. There was no negative affect as reported about the patient. No piece was left in the patient and there was no surgical delay. The agent/agency is no longer representing the company, no additional information is available about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint products were received for analysis. The logic femoral, notch cutting guide was found to have a missing ring, complaint confirmed. The locking tibial tray impactor was found to operate as intended, complaint not confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical)- a portion of the femoral notch cutting guide was likely impacted to seat the guide flush against the resection face of the femoral bone. This appears to have deformed the guide allowing for the locking ring to disassociate. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be a design issue. Femoral notch cutting guide, exactech is not aware of any other complaint involving parts from this manufacturing lot, which has been in the field since 2012. A review of the device history record also showed that the named device was accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. There are no user-related issues reported that appear to have contributed to the reported event. The design of the logic femoral notch cutting guide has been in the field since 2011. Exactech is aware of one complaint involving logic femoral notch cutting guides due to locking ring disassociation since 2014. Since this device is used to prepare for logic femoral implants, the sales data for logic femoral implants was used to calculate an approximate complaint occurrence rate of less than (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Visual evaluation condition/findings (conducted with a 7x or 10x optical)- the locking tibial tray impactor had a functional check which confirmed the instrument successfully mated and locked with the tibial tray, pn:02-012-41-5050 (B)(4).therefore, this failure could not be recreated. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be a design issue. Locking tibial tray impactor, exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2010. A review of the device history record also showed that the named device was accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. The user appears to have locked the impactor incorrectly to the tibial tray and assumed the device was no longer functional. However, the functional check confirmed this is not the case. The design of the locking tibial tray impactor has been in the field since 2003. Exactech is aware of one complaint involving locking tibial tray impactors incorrectly mating with tibial trays since 2014. Since this device is used to prepare for logic femoral implants, the sales data for logic femoral implants was used to calculate an approximate complaint occurrence rate of less than (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. The femoral notch cutting guide issue reported in (B)(6) likely failed due to impaction of the guide surface, which led to the deformation of the guide, and disassociation of the locking ring. The tibial tray impactor assembly issue reported in experience (B)(6) could not be reproduced. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. An investigation was conducted; the femoral notch cutting guide likely failed due to impaction of the guide surface, which led to the deformation of the guide, and disassociation of the locking ring and the tibial tray impactor issue could not be recreated.